Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he observed that the topical zone was torn. The lens will be explanted. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information has been requested.